Event description:
Customer reported seeing trays showing ice crystals. The customer wanted to return 13 unopened abc ssp unitray kit, lot 037 1092252. Since tests could not be run this would be considered a no-type. (B)(4).

Manufacturer narrative:
Customer returned abc ssp unitray kit, lot 037 1092252. Examination of returned product confirms the presence of ice crystals. Investigation found a complaint trend increase in the number of lane failures and ice crystals received from (B)(6) 2011 through (B)(6) 2012. Investigation report reference in (B)(4), determined several root causes: insufficiently low freezer temperature for initial freezing of trays, static electricity in the production environment, and variability in buffer consistency. Corrective and preventive actions include: implementing a -40 degree "snap" freezer for initial product freezing. Installing workstation ionizers in the production environment to reduce static electricity. Implementing the use of refrigerated carts for use in moving product between storage freezers. And assessing the buffer manufacturing process to ensure buffer consistency. Associated CAPA's initiated: (B)(4). There have been no recognized complaints or non-conformance's created by the corrective measures against kits that were manufactured following these corrective actions. No impact to pt management was reported. This is the initial and final report.